Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose of 401mg/dl while using the ilet insulin pump. The user confirmed that the ilet displayed a high blood glucose alert. The user remained on ilet therapy, and blood glucose trended down without medical intervention or outside assistance. No symptoms were reported.